Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy. Sodium phosphate 15 mmol/250 ml was hung as a secondary at 62.5 ml/hr. The registered nurse noticed the medication seemed to be infusing slower than set rate. The nurse adjusted the height of the pump to match the 24" manufacturer recommendation. About 3.5 hours after start of infusion, approx. 200 ml of medication remained in the bag. At that time the infusion should of been close to completion and should of only had approximately 30 ml left to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation. A device analysis could not be completed. There is currently an open field action (fa-2021-056) associated with reinforcing proper intravenous line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.